Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would intermittently not charge. The customers blood glucose level was not impacted. Reportedly, the customer got the pump to charge. Tandem technical support was not contacted at the time of the issue, troubleshooting could not be performed to determine a possible cause.